Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, apidra insulin was being used in the cartridge and the supplies were being used on the pump since (B)(6). Tandem technical support advised the customer that apidra was not labeled for use with the pump. The customer acknowledged the information. The supplies on the pump were changed and the customer resumed insulin delivery. Prior to calling, the customer changed the cartridge and infusion tubing on the pump. The customer then reported that after loading a new cartridge and performing a 30 unit fill tubing, that the customer was not seeing drops of insulin exit the end of the tubing. During troubleshooting, the customer changed the cartridge and infusion tubing and was able to complete the fill tubing step successfully. Additionally, the customer alleged that the fill estimate was inaccurate. Reportedly, the cartridge was filled with 290 units and the fill estimate displayed an accurate amount of over 180 units. Tandem technical support educated the customer on insulin gauge calculations. The customer reported blood glucose (bg) level was 387 mg/dl due to the reported events. To address bg level, a manual injection was administered.